Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the display indicator of the battery condition was constantly full, but suddenly the pump stops working, because the battery goes empty without the pump detecting it. There are no alarms or warnings in the history. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2019 with the following findings: there was no data available in the black box from the date of the alleged issue because the user continued to use the pump after the alleged issue. On investigation, the pump powered on normally and was fully exercised without any interruption of power. The pump clearly displayed a low battery icon when a low battery condition was simulated. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.